Event description:
It was reported that device interrogation showed an increase in pacing lead impedance and high capture threshold. Lead fracture was suspected. The lead was explanted.

Manufacturer narrative:
(B)(4).